Event description:
Lot pw130215 dealer is calling to report that the 96-2 back left leg bent on enduser while in use, enduser states the chair collapsed under them and they fell, no injury reported, dealer did replace. Original date of purchase (B)(6) 2014.